Event description:
Customer reported blood glucose results of 319 mg/dl and "80-120" mg/dl within 10 minutes on the compact system. Reported on blood glucose results from a different day of lo, which on the compact system indicates a result less than 10 mg/dl, and "80-120" mg/dl within 10 minutes on the compact system. Customer reported no symptoms; did not treat or act on results. No adverse event reported. A request was made for the return of the system; replacement was sent.